Manufacturer narrative:
Results: an unused sample was returned for evaluation. No issues were detected with the sample. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5182517. Conclusion: bd was not able to duplicate or confirm the customers indicated failure mode.

Event description:
It was reported that bd vacutainer® cpttm glass tube with blue/black speckled conventional closure had its glass break during centrifugation. No injury or medical intervention reported.

Manufacturer narrative:
The initial MDR was submitted with a 510k number but this device is pre-amendment and does not have a 510k associated with it.